Manufacturer narrative:
The customer declined ge service. There was no repair. Customer contact reports no patient information is available. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was rebooted and case resumed. There was no patient injury.